Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader indicated by the serial number provided by the customer were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the adc device would not turn on with the button pressed or with the test strips inserted. The customer experienced symptoms described as ¿slurred speech, crooked mouth, failure of vision, perspiration, and a loss of consciousness¿. The customer was provided glucose injection by a non-healthcare professional for treatment and no further information was reported. There was no report of death or permanent injury associated with this event.